Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: please forward photos? Location and incision size of product application? What prep was used prior to prineo use? Please describe how the adhesive was applied on the tape? Was incision re-prepped before closure? If so, with what? Was a dressing placed over the incision? If so, what type of cover dressing used? Was another method used to close the incision? Was the blister aspirated? What medical or surgical interventions were performed? What type of medication? Dose? When (date) administered? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? Lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi. Patient pre-existing medical conditions. Has the patient been exposed to similar products, such as artificial nails was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a female patient underwent a total knee replacement procedure on (B)(6) 2017 and topical skin adhesive was used. The doctors practice nurse opines that the patient had an adverse reaction due to the topical skin adhesive. The patient developed a large blister on the distal medial side of the knee incision on the edge where the topical skin adhesive was placed. The patient returned to the doctor¿s clinic on (B)(6) 2017 and was admitted to the hospital on (B)(6) 2017 and the topical skin adhesive was removed. No further information is available.